Event description:
The customer reported to device failed to fully power up for use. The device booted up in an unexpected (diagnostic) mode. There was no report of patient involvement or adverse patient impact.

Manufacturer narrative:
(B)(4). The customer reported the device failed to fully power up for use. The device booted up in an unexpected (diagnostic) mode. There was no report of patient involvement or adverse patient impact. The device was evaluated by the philips field service engineer (fse), and the stated problem was confirmed. The fse replaced the front bezel and the keyscan pca to resolve the reported issue. The device passed testing and was returned to the customer. This was a device malfunction. We cannot determine the cause since multiple parts were replaced.